Event description:
Kimberly-clark received a report from (B)(6) stating, "during percutaneous placement of gastrostomy all but 1 dilator fell into the patients stomach, when the doctor went to retrieve the dilators he broke all 4 sutures that he had placed. The patient required an open procedure to complete the gastrostomy. Patient is doing ok." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
The device history record was reviewed and showed the product met specifications. The device was not returned to kimberly-clark for analysis. If any additional relevant information is identified a supplemental report will be submitted. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned to kimberly-clark by customer.